Event description:
Situation: resolution 360 clip malfunctioned during patient colonoscopy. Background: patient had large sigmoid polyp that needed to be removed with cautery, required 3 clips to close mucosa after removal. One of the clips malfunctioned and tool would not release from deployed clip. Circumstances forced clip to be pulled from mucosa causing additional tissue damage and bleeding. Assessment: tool malfunctioned recommendation: device saved, will be inspected.